Event description:
The customer reported that while the panorama central station was in use monitoring pts along with telepacks and passport 2 monitors at the bedsides, the system went down. No pt injury was reported.

Manufacturer narrative:
The company representative determined that the system server had crashed. This occurred during reinstall of emergency equipment; however, it does not appear that the ongoing installation activity was related to the system going down. The company representative cleared the server error logs and reset the system. The system was tested to factory specification. It functioned normally and was returned to use.